Event description:
During prostate surgery a resectoscope cutting loop electrode broke while being activated in the patient's bladder. A fragment of wire came off in the bladder. The surgeon did not extract it, but it is believed to have been washed out with the irrigating solution. No injury was reported. The device was discarded by surgery personnel following the case.